Event description:
The customer reported that during an antibody screening assay, summit sample handler, failed to dispense sample and reagent into well and did not give an error message. No add'l details are available. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.